Event description:
As reported by a health care professional, during the procedure, the orbit galaxy coil (640cx0410/17035837) stretched when being used as a framing coil. The physician removed the coil along with the microcatheter (unknown manf) and used another same size coil to complete the procedure. There were no adverse events. Patient outcome is unknown. The product is available for analysis.

Manufacturer narrative:
This is final MDR report being submitted for this complaint. The reported failure of the orbit galaxy microcoil during placement stretching could not be confirmed. The complaint was not returned for analysis; therefore the root cause of the coil stretching while delivering the coil could not be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the procedure the orbit galaxy coil ((B)(4)) stretched when being used as a framing coil. The stretching occurred when the coil was being re-advanced into the aneurysm for positioning. The physician removed the coil along with the microcatheter (unknown manf) and used another same size coil to complete the procedure. There were no adverse events. There was an adequate continuous flush maintained through the microcatheter at all times. There was no resistance between the guide wire and the microcatheter when accessing the target site. There were no damages noted on the microcatheter and other coils were used with the microcatheter prior to the complaint coil. Patient outcome is unknown. It was reported that the product is available for analysis.

Manufacturer narrative:
This is follow-up#1 MDR report being submitted for this complaint. (B)(4). Device was not implanted or explanted. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. Changed initial reporter information.

Manufacturer narrative:
This is final MDR report being submitted for this complaint. Additional protocode: krd. A non-sterile og cmplx xtrasoft coil 4x10 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken at 55cm from the proximal end of hub. The introducer was not returned for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched as well as the hypotube broken section was inspected and the edges of the broken section show evidence that appear that it was kinked before it was broken. A review of the manufacturing documentation associated with this lot 17035837 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of stretched coil was confirmed. The cause of the stretched condition found on the embolic coil and the broken section found on the hypotube was apparently caused by excessive forces applied on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process; procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. No corrective action will be taken at this time. Device returned on 25aug2016.